Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Due to this issue, the customer went to the emergency room (ER) and was treated with an insulin drip. The customer's blood glucose (bg) was 375- 475 mg/dl upon arrival. After one whole day in the ER, the customer left in stable condition with bg in target range. The customer confirmed that an alternate method of insulin delivery was available.